Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead was capped and replaced due to noise. It was later reported that the lead was removed due to infection. Patient cognition was fine after the procedure.